Manufacturer narrative:
An event of device deformity was reported. One image was received from the field showing the device presenting cobra deformation. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2024, a 15mm amplatzer septal occluder was selected for implant using an unknown sized abbott delivery system. During implantation, while deploying the left disc, cobra deformation was observed and the device was not implanted. The device was recaptured twice and then removed from the patient. There were no interactions with cardiac structures during deployment and no angulation or kink was observed with the delivery system. A new 16mm amplatzer septal occluder was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.